Manufacturer narrative:
The field service engineer (fse) adjusted the sample/reagent probe liquid level detection (lld) system. No other issues were identified. The customer had no further issues after the service visit. The specific root cause could not be determined, however, the service actions resolved the issue.

Manufacturer narrative:
The troponin t hs stat reagent lot number was 634809. The expiration date was not provided.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay analyzer. The initial result was 16 ng/l. The sample was repeated on a different e411 analyzer and the result was 10 ng/l. The questionable result was not reported outside of the laboratory.